Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient in response to follow-up reported that she didn¿t know what had led to this event. It was noted that she had been having an issue with the programmer batteries: ¿on-off-sitting program.¿ a new programmer was issued and the patient symptoms were resolved.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported the patient (pt) had experienced a loss or change in therapy; the pt was not feeling stimulation since (B)(6) 2016 and was constantly urinating. The pt did not feel stimulation, the therapy was reported to be off, the pt did not see the lightning bolt on the patient programmer (pp), and the pt was told by their healthcare provider (hcp) to turn the stim off today ((B)(6) 2016) for a couple of days. The pt later reported the device was not working and they had changed the batteries and it still didn¿t work. The pt later reported they were able to do one sync successfully before getting poor communication. The stim was off on program #4 at 2.9v. The pt used the antenna, confirmed the antenna was secure, and this did not resolve the issue. The pt placed the pp over the implant and was able to connect one time, and was successful to turn the stim back on. The pt reported uncontrollable urination ((B)(6) 2016) and also suddenly could not walk and went to the ER ¿ the caller stated this was unrelated to the device. Additional information has been requested regarding interventions and pt outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.